Manufacturer narrative:
Date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the protective cover failed to deploy following use of the device. This left the needle exposed and the customer received a needle stick injury to the thumb.

Manufacturer narrative:
Additional information: it was reported that the injury was sustained by a bank nurse after an injection. Blood test were performed and nothing abnormal was detected. The following fields were updated as a result of the additional information provided: section , "event attributed to" section , "medical device operator" section , "type of reportable events"